Event description:
The customer reported that the device failed in testing, where it would not pass the shift check test and displayed a defib error message.

Manufacturer narrative:
The customer reported that the device failed in testing, where it would not pass the shift check test and displayed a defib error message. The philips repair bench evaluated the device and was able to confirm the customer's reported failure. The reported defib test failure was resolved by replacing the control pca.